Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the distal end. A loose grip cable at the distal end is often caused by something else in the backend. The probable root cause is attributed to a loss of cable tension.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument wires became loose and would not allow for clip application or turn to the other side. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The incident occurred right after the clip was placed. When the jaws were opened, the wire was "looping out." After the incident, the clip applier was not used. The type and size of the clips were a large weck hem-o-lok clip. The vessel or tissue bundle was not greater than the specified diameter. The subject clip applier had been used on 1st application when the event occurred. The site used a back-up instrument to resolve the issue.